Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a thermocool smarttouch sf catheter and suffered a myocardial infarction and a coronary artery stenosis treated with a stent placement. During the post-ablation waiting period for a non-coronary cusp atrial tachycardia (retrograde access), the patient suffered a myocardial infarction (mi). The patient's blood pressure "tanked". An arterial blood gas was taken and the low blood pressure was treated. The 12 lead ECG signals displayed changes consistent with an mi. A transesophageal echocardiogram (tee) was performed, showing the left ventricular wall motion as "pretty stagnant". An interventional cardiologist was called to perform coronary angiography- a blockage was noted in the left main artery. A stent was placed. The 12 lead ECG went back to normal and the patient's blood pressure recovered. The patient was then stable. The physician¿s opinion on the cause of the issue was that the caller stated that the ep physician is not sure. The interventional cardiologist stated that it could be a possible "plaque release" due to catheter movement during mapping/ablation. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).